Manufacturer narrative:
Implant date: (B)(6) 2011; neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported via a patient call that the patient underwent spinal (cervical/ thoracic) fusion surgery. Post-op, screws loosening were reported. The patient had 3 additional surgeries and had pseudoarthrosis documented when the devices were removed.